Event description:
The reporter stated that an anterior capsular tear occurred. It was unk when the capsular tear occurred. A competitor's phacocmulsification system using cruise control was used. A vitrectomy was performed. A lens was inserted. A suture was required to close the wound.